Event description:
New information received notes that intermittent loss of capture was observed on a holter monitor weeks before the procedure. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has yet to be acquired.

Event description:
It was reported that the patient presented for a routine generator change out procedure. Upon review, the right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2020.